Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), the pneumatic interface module (pim) leak test failed but passes when using a different pim module. The fse suspected that the pim was possibly defective. There was no patient involvement, and no adverse event reported. This event is related to the original event reported mfg report number 2249723-2020-01345.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue replaced the pneumatic interface module (pim) to resolve the leak failure and the iabp passed all leak and electrical tests to factory specifications. The iabp was cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email address: (B)(6). Complete event site name - (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), the pneumatic interface module (pim) leak test failed but passes when using a different pim module. The fse suspected that the pim was possibly defective. There was no patient involvement, and no adverse event reported. This event is related to the original event reported mfg report number 2249723-2020-01345.